Event description:
The customer contacted beckman coulter, reporting a leak originating above the solid waste compartment on the beckman coulter dxi800 immunoassay instrument that had reached the lab floor. The customer reported that there was no user exposure to the leaking fluid and no injury due to the event. Service was dispatched and repairs were performed to stop the leak, however, the source of the leak could not be determined by on site service. The fse (field service engineer) checked instrument tubing and no issues were found, the fse also had to take apart, clean, and rebuild the liquid waste pump after the pump malfunctioned for the fse. The pump generated device failure messages in device diagnostics with the tubing locked into the pump housing prior to the fse repairs. The leaking liquid can potentially contain not only wash buffer but patient sample waste, qc material and other substances that are considered biohazardous and/or chemical in nature. Based on the supplied information, a definitive root cause for this event has not been determined to date.

Manufacturer narrative:
(B)(4).